Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (449-500 mg/dl) and the cause was not known. The ketone level was trace-high. The pump supplies were changed twice and insulin injections or a bolus were used to address the bg level. After changing out the infusion set site again, the customer reverted to using a non-tandem pump and the bg level has been around 111 mg/dl.